Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over dose of pantoprazole 250ml occurred in pcu that was due to equipment failure. The IV bag was hung at 2129 and by 2347 another bag needed to be hung because the first bag was identified to be empty. It was reported the drug library was used to program the continuous pantoprazole infusion, but not the pb pantoprazole infusion. It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Correction on initial report: b.5.

Event description:
It was reported that a new bag of pantoprazole drip 250ml was hung at 2129 as primary infusion. A few hours later, the clinician noted that the bag was found empty and a new bag was hung at 2347. The infusion was programmed using guardrails drug library. It was then mentioned that the possible equipment issue caused overdose. There was no delay or change in the course of treatment and no additional medical intervention was required.

Event description:
It was reported that a new bag of pantoprazole drip 250ml was hung at 2129 as primary infusion. A few hours later, the clinician noted that the bag was found empty and a new bag was hung at 2347. The infusion was programmed using guardrails drug library. There was no adverse effects to the patient.

Manufacturer narrative:
Information regarding section a (a.1-a.4) requested, however not received. The customer¿s report of an over infusion of pantoprazole was confirmed through a review of the pcu event logs; however, not replicated during testing. No issues were observed during internal or external inspection that would have contributed to the customer¿s reported event. Review of the pcu event logs showed that on (B)(6) 2019 at 9:31pm, the lvp was reprogrammed to infuse guardrails drug pantoprazole pb and a concentration of 80mg/100 ml was selected. The infusion was started at a rate of 200ml/hr with a vtbi of 100ml. Rate accuracy testing performed found the device to be in specification with no issues observed. The cause of the customer¿s report of ¿over infusion - pantoprazole¿ was suspected to be due to user programming.